Event description:
Per the clinic, the device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report. The patient also underwent skin revision surgery on (B)(6) 2024 for a rotational scalp flap procedure.

Event description:
Per the clinic, the patient experienced an extrusion of the implant. Additional information has been requested but it has not been made available as of the date of this report.